Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was noticed on about 5 of the catheters in the last 3 months that on the silver ion sleeve that there were little bubbles when it was to be removed or replaced. It was stated that most of the one's remembered seeing the bubbles on the sleeve had infected catheters. One patient had there catheter for about 3 months and it was infected and noticed the bubbles on the silver ion sleeve. The doctor confirmed that he had also seen these small bubbles on the silver ion sleeve. The catheter was removed. The patient had yellowing of the skin around the exit site of the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.